Manufacturer narrative:
Manufacturer's report date 4/3/1998 pump and set were visually and functionally tested. On initial set up small amounts of aire were noted in silicone segment and in tubing between two needleless valves. When test was repeated air was no longer observed. Worse case testing was performed applying -2 psi vacuum. A 1/4" of air was noted below proximal valve (a 1/4" of air in standard tubing is equal to .036 mls of air which does not exceed the sdr requirements of .04 mls maximum air). The MFR was unable to determine root cause for reported air in tubing. Several factors which can contribute to air in system are: 1) air trapped in valves will contribute to air in set if priming is not thoroughly performed. Additionally, when a pump creates a small vacuum in the set, these trapped air bubbles will be increased in length and may be perceived as large air bubbles. 2) cocking the needleless pistion could possibly introduce air if an improper seal exists between the male luer and the female luer adapter of the valve. 3) permeation of air through the silicone tubing may contribute to small amounts of air. 4) de-gassing of solution in bags may contribute to increased air in the set. The user facility has been informed of the following corrective actions to reduce the possibility of air in line.

Event description:
It was reported that air was seen in the line to the pt. There was no resultant pt complication.